Event description:
It was reported that the right atrial (ra) lead experienced a gradual increase in impedance initially and then a significant out of range increase in bipolar impedance. The thresholds have been variable. The lead was explanted and replaced. The patient has been feeling fatigued, with discomfort, but no further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no sensing, no capture, high impedance, and a lead fracture.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut and observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specifications. The outer insulation breach due to being extrinsically cut at implant is likely the causefor the complaint of intermittent capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).